Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), the patient was illegible. The patient didn't followed the instruction properly and caused unfavorable conditions for proper implant prognosis.